Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 48 mg/dl, felt shaky and out of it, and subsequently measured 125 mg/dl after treatment, with the cause unclear; and alerts for urgent low soon and low glucose were involved. Investigation of this case revealed no confirmed device malfunction, and the event was managed with oral glucose per standard guidance. Symptoms included confusion/disorientation, shakiness and feeling out of it. Outcomes included recovery to euglycemia after oral glucose intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.